Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "slight difficulty in breathing after the surgery" against an unknown side. The event code dyspnea is considered not device related. Patient additionally reported "left lymphatic gland is swollen," and "pain." "Small and large bumps" were also reported and not device related. The device remains implanted.